Event description:
During acl reconstruction, the distal tip of the subject cannulated driver broke off. The broken piece was retrieved with forceps. No injury to the pt occurred as a result of the incident.